Event description:
Port placed (B)(6) 2022. On (B)(6) 2022 erosion noted at top of pocket of port. Port had to be removed. Pocket had to heal by second intention delaying chemotherapy x 2 cycles. PICC placed to facilitate chemo in the interim. Port replaced. Additionally there was fibrinous growth in the lumen after only 3.5 months. The breakaway sheath does not break completely and jeopardizes the line placed by having to pull at the sheath. FDA safety report ID# (B)(4).